Event description:
The pt stated that about a month ago he was at work and his infusion device shut down without warning. He stated his blood glucose was slightly elevated to 200mg/dl. His normal range is 120-150mg/dl. He stated that he changed his battery and his infusion device functioned properly. He was aware of the recall. Co rep attempted to contact the pt to determine how long the battery had been in use but was unsuccessful. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.